Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell in the kitchen few weeks ago. The patient said they felt that their implant may have moved. The patient also stated they thought they had deactivated their implant. The patient said their implant might have been rebooted or something. The patient said that they had been going to the bathroom a lot and they had been having a lot of accidents. The agent reviewed and informed the patient we could check their therapy information. The patient tried to connect to their therapy over the phone but saw a message of "low battery" on the handset screen. The patient would charge their external devices first then would call back. The agent received a call back from the patient in regards to the same issue previously reported. The caller stated that they were needing assistance reprogramming the device. The agent walked the caller through the steps of connecting and the caller confirmed that they were able to increase to a comfortable level. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.